Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event - exact event date unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced wound dehiscence at the connection site of the lead extension. The patient underwent a procedure where the wound was surgically washed out, cleaned and closed up.